Event description:
Rn noticed fluid leaking from ranger warming device. Disconnected tubing from patient and sequestered both device and tubing. New ranger obtained and new tubing primed and connected to patient.